Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00173. It was reported the patient had her drg system explanted due to persistent postoperative pain. Reportedly, the patient's physician and the patient decided it would be best to remove the system to address the issue.